Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charged inconsistently, sometimes increasing normally and other times stalling around 85% while the device became warm during charging, consistent with a charging problem associated with the battery charger. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charging function, aligning with a charging problem and implicating the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. A replacement charger was arranged for shipment after confirmation of the shipping address.